Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited an alert indicating it was in safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that device function is limited as described in the alert message and that pacing will be provided in the unipolar configuration. Ts provided guidance to replace the device as soon as possible and return the device for analysis. The hcp noted that they will discuss this with the physician. The device was subsequently explanted and replaced five days after the alert. The device replacement procedure documentation indicated that there was also premature battery depletion associated with the device. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited an alert indicating it was in safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that device function is limited as described in the alert message and that pacing will be provided in the unipolar configuration. Ts provided guidance to replace the device as soon as possible and return the device for analysis. The hcp noted that they will discuss this with the physician. The device was subsequently explanted and replaced five days after the alert. The device replacement procedure documentation indicated that there was also premature battery depletion associated with the device. No additional adverse patient effects were reported.